Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"The above mentioned knee endoprosthesis was implanted in (B)(6) in 2002. Since 2013 loosening of the prosthesis and fracture of the tibial stem is known. Due to multiple internal diseases the patient was not able to undergo surgery up to now. Now, knee-tep removal was performed because of knee-tep loosening and stem-fracture." Doi: (B)(6) 2002. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.